Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pullout difficulties with the involved angio-seal device. The following information was provided by the user facility: doctor completed the angio-seal sheath exchange successfully; they had success when inserting the angio-seal device, and the room heard the initial click; when the user pulled the angio-seal device back, the entire device came out and did not deploy; manual pressure was used to secure the site until another angio-seal device was used with successful results; the patient was reported to be fine; this concern did not lead to any patient complication; and blood loss was reported to be less than 250 ml.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device evaluation. One each of the following 6f angio-seal vip evolution components was received for evaluation. Hemostasis sheath and carrier tube assembly. No obvious shipping damage was present. A blood-like substance was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position and the hemostasis sheath was torn at tip as shown in the attached pictures. Anchor was detached and returned separate. The collagen was covered by solid mass of dried blood like substance. There was tear damage to the hemostasis sheath and carrier tube. No functional testing was possible due to the condition of the device. The exact cause cannot be determined with available information but the overall device condition suggested full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath, or resistance encountered during carrier tube advancement through the hemostasis sheath. It is likely, based on cuts in the sheath, that the anchor was disassembled from the suture upon post-operative inspection by the user. The complaint is confirmed for the failure mode of pullout. The cause of the event cannot be determined exactly and no functional testing was possible due to the state of the returned device. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.